Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion is yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 28mm 5200 annuloplasty ring, implanted in the mitral position, was explanted after an implant duration of 9 months and 30 days due to unknown reason. The explanted ring was replaced with a 29mm 11400m bioprosthetic valve. The patient was in recovery post-procedure. Per implant data card (idc), the reintervention was due to deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b4 (date of this report). Updated section b5 (describe event or problem). Updated section g3 (date received by manufacturer). Updated section g6 (type of report). Updated section h2 (if follow-up, what type). Updated section h6 (adverse event problem: health effect, clinical code, device code). H11: corrected data: per additional information received, the failure of the annuloplasty ring was due to progression of the valvular disease and was not due to a structural deficiency in the device. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry that a 28mm 5200 annuloplasty ring, implanted in the mitral position, was explanted after an implant duration of 9 months and 30 days due to regurgitation. The explanted ring was replaced with a 29mm 11400m bioprosthetic valve. The patient was placed in recovery in stable condition post-procedure. Per per implant data card (idc), the reintervention was due to deficiency in the original device; however, per additional information received, progression of the valvular disease was stated to be the perceived root cause of the event. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.